Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the pump's black box showed no evidence of short battery life. There was a post delivery motor power supply fault alarm observed on (B)(6) 2016. Moisture corrosion was observed in the battery canister. The pump was able to perform the prime steps with no issues. The pump's current draws were found to be within specifications.